Manufacturer narrative:
This report is filed on may 10, 2016. Implanted device remains.

Event description:
Per the clinic, revision surgery was performed on (B)(6) 2016 to remove a surgical template that was inadvertently left in place by the implanting physician during initial implantation surgery. The implanted device remains.